Event description:
It was reported that patient after adept with citation stem revision left tha. Dislocation occurred for the patient 1 year ago. Then pain occurred. CT image shows the possibility of the pseudotumor.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cat #: 6264-x-xxx. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device not returned as it remains implanted. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Remains implanted.

Event description:
It was reported that patient after adept with citation stem revision left tha. Dislocation occurred for the patient 1 year ago. Then pain occurred. CT image shows the possibility of the pseudotumor.